Event description:
It was reported that propofol (1000 mg / 100 ml, 100 ml vtbi) was expected to infuse at a dose of 40mcg/kg/min, and the bottle infused faster than expected in approximately 65 minutes. The critical care profile was used for programming and the patient weighed 126 kg. The bottle was started at 22:25, the vtbi reprogrammed by the user, and the user did not open the door with the bottle change. Two normal saline infusions were also infusing. At approximately 23:30 the patient's blood pressure began dropping and the patient stopped breathing spontaneously. The propofol infusion was stopped. Two nurses and an rt were at the bedside and noted the bottle was empty with no pump alarms. The patient was unresponsive, hypotensive, and placed on assist control on a ventilator. Two doses of naloxone 0.5 mg were administered, and norepinephrine was started. The blood pressure began to rise within a few minutes and the patient started breathing spontaneously. No other patient effects were reported. The previous bottle of propofol had infused over time period of 17:00-22:25. The pump and set were sent to the biomed department for evaluation.

Manufacturer narrative:
The customer¿s experience of an overinfusion was not confirmed. The only observed anomalies were dull iui connectors, a cracked rear case and a 3rd party latch/sear. The pcu event log shows pump module s/n 13334694 was programmed to infuse propofol 1000mg/100ml (drugid 509) at a rate of 30.2ml/hr (dose = 40mcg/kg/min) with a vtbi of 90ml at 5:12 pm on 11 february 2019. 3952.59 at 7:04 pm, the device alarmed for air in line. At 7:05 pm, the user changes the vtbi to 100ml. At 10:23 pm, the primary infusion completed, and the device transitioned to kvo at the kvo rate of 5ml/hr. At 10:24 pm, the device alarmed for fluid side occlusion. The user changed the vtbi to 90ml and restarted the infusion. At 10:37 pm, the device alarmed for air in line. The door was opened, and the device alarmed for flo stop open for 9 seconds. At 10:38 pm, the door was closed, and the infusion restarted. At 11:32 pm, the user changed the dose to 35mcg/kg/min, which made the rate 26.5ml/hr. At 11:33 pm, the user changed the dose to 40mcg/kg/min, which made the rate 30.2ml/hr. At 11:35 pm, the user changed the dose to 20mcg/kg/min, which made the rate 15.1ml/hr. The volume recorded as being infused during this period was 192.35ml. Functional testing showed no anomalies. The root cause of the customer¿s report of an overinfusion was not identified.

Event description:
It was reported that propofol (1000 mg / 100 ml, 100 ml vtbi) was expected to infuse at a dose of 40mcg/kg/min, and the bottle infused faster than expected in approximately 65 minutes. The critical care profile was used for programming and the patient weighed 126 kg. The bottle was started at 22:25, the vtbi reprogrammed by the user, and the user did not open the door with the bottle change. Two normal saline infusions were also infusing. At approximately 23:30 the patient's blood pressure began dropping and the patient stopped breathing spontaneously. The propofol infusion was stopped. Two nurses and an rt were at the bedside and noted the bottle was empty with no pump alarms. The patient was unresponsive, hypotensive, and placed on assist control on a ventilator. Two doses of naloxone 0.5 mg were administered, and norepinephrine was started. The blood pressure began to rise within a few minutes and the patient started breathing spontaneously. No other patient effects were reported. The previous bottle of propofol had infused over time period of 17:00-22:25. The pump and set were sent to the biomed department for evaluation.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The only observed anomalies were dull iui connectors, a cracked rear case and a 3rd party latch/sear. The pcu event log shows pump module s/n 13334694 was programmed to infuse propofol 1000mg/100ml (drugid 509) at a rate of 30.2ml/hr (dose = 40mcg/kg/min) with a vtbi of 90ml at 5:12 pm on 11 february 2019. 3952.59 at 7:04 pm, the device alarmed for air in line. At 7:05 pm, the user changes the vtbi to 100ml. At 10:23 pm, the primary infusion completed, and the device transitioned to kvo at the kvo rate of 5ml/hr. At 10:24 pm, the device alarmed for fluid side occlusion. The user changed the vtbi to 90ml and restarted the infusion. At 10:37 pm, the device alarmed for air in line. The door was opened, and the device alarmed for flo stop open for 9 seconds. At 10:38 pm, the door was closed, and the infusion restarted. At 11:32 pm, the user changed the dose to 35mcg/kg/min, which made the rate 26.5ml/hr. At 11:33 pm, the user changed the dose to 40mcg/kg/min, which made the rate 30.2ml/hr. At 11:35 pm, the user changed the dose to 20mcg/kg/min, which made the rate 15.1ml/hr. The volume recorded as being infused during this period was 192.35ml. Functional and rate accuracy testing showed no anomalies. No anomalies were observed with the primary set. The root cause of the customer¿s report of an overinfusion was not identified. There were no obvious programming errors that would result in the reported event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported an over-infusion occurred in ICU. Although requested, no event details have been provided. There was no report of patient harm.